Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (medical problem code, investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula. Root cause cannot be determined as the samples were open. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? : during use. Needle injury: no. Other treatment: no. Were the returned items used? : product returned. If used, was anything adhered to it? : no. Returned quantity: 1. Details of the event (timeline, history, etc.): there is one needle dispensing no liquid medicine (it has been confirmed that the back needle is broken).